Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a trochanteric antirotation nail (tfna) procedure on (B)(6) 2020 the locking mechanism broke on the nail. This occurred during tightening of the locking mechanism and loss of antirotaton whilst checking. The implant was removed and replaced with another device. A surgical delay of 20 minutes occurred. No patient consequences. Patient status is good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: customer quality (cq) zuchwil selected flow: damage. Visual inspection the returned tfna nail is in a new condition. The tongue of the locking mechanism is broken. The broken fragment is missing for further evaluation. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the breakage incurred. However, dimensional inspection and functional test were performed per 100% at the time of manufacturing with no non-conformities documented. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint is rated as confirmed as the tongue of the locking mechanism is broken off. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. No other visual damage could be observed at the tfna nail. Because of the finding that the anodized layer is worn away in shape of drilling marks, we assume that the damage of the locking mechanism is due to a handling fault during preparation of the nail. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: manufacturing location: monument, manufacturing date: december 4, 2019, expiration date: november 1, 2029, part number: 04.037.013s, 10mm/125 deg ti cann tfna 200mm ¿ sterile, lot number: 29p1513 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns500294058 rev a met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16944 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.3, tfna lock drive lot number: 25p9451 production order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended lot number: 17p1866 production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated october 18, 2019 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong 125 degree, tfna, bp55 lot number: 3l12463 purchased finished goods traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80 lot number: 16l1782 inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated july 15, 2019 and certificate of test supplied to perryman by howmet castings dated october 23, 2018 were reviewed and determined to be conforming. Lot summary report dated august 29, 2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: june 01, 2020: DHR reviewed by: mschoenfeld this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.